Event description:
Ventilator was used routinely in magnetic resonance imaging room. Hosp discovered inspiratory pressure was off by -20 cm h2o. Siemens fse was called to the hosp for routine service and was told after the fact that a pt expired while on the ventilator.